Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. The battery cap contact measured within specifications. The battery cap was unable to secure onto the pump. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage or moisture was found on the internal components of the pump. Unrelated to the initial complaint, the battery cap had damaged threads, and the battery compartment was cracked and had damaged threads.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.